Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, per the patient the cadd pump sounded an alarm. The infusion rate had been 3 ml/hour, with a total reservoir volume of 138 ml. The pump had indicated that 125.90 ml had been given, but the bag had been empty. There was no medication left in the bag, but it had been said that there had been 12.1 ml remaining. There was a patient involvement and no patient harm/adverse.

Manufacturer narrative:
Device evaluation: no product returned for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.